Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a battery voltage of 3.23 with a 6.9 second charge time one week post implant. Pacing thresholds were 1 volt as .4 milliseconds. It was reported that oversensing was noted on the right ventricular channel. The patient was being paced 9% of the time and no episodes have been recorded. A capacitor reform was performed january 21, 2006 which revealed a battery voltage of 3.04. The caller was questioning if a drop of .19 volts over 4 months was normal. No adverse patient symptoms were reported.